Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after eating a low-carbohydrate meal and forgetting to announce the meal, then announcing later, which the user believed contributed to the low glucose event. Symptoms included hypoglycemia with a reported blood glucose nadir of 40 mg/dl and feeling low. Outcomes included transient impact with glucose levels outside the target range for a couple of hours, treated at home without medical intervention. Investigation included complaint intake and user interview focused on meal announcement practices and corrective actions taken. Investigation of this case revealed a use-related issue of a missed meal announcement, with no device alarms reported and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.